Event description:
On (B)(6) 2012, the reporter contacted animas alleging that after receiving a maximum total daily dose alarm, the time and date were found to be incorrect. The reporter stated no one changed the date or time and did not recall the pump resetting to default settings. This complaint is being reported based on the allegation of a time and date change without user intervention and because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Reported failure date is overwritten in the black due the continuous of the pump; available data review shows that daily insulin delivery totals correctly reflect the user's programmed basal rates. Time test was performed but not completed. Unrelated to the complaint, evaluation revealed worn keypad symbols, which has no effect on insulin delivery function.